Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that approximately six months following bilateral lasik surgery, the patient reported glare in both eyes, which makes driving "tough." In a follow up, the optometrist reported that there is no medical intervention planned, and the patient will continue to be monitored closely. Per the optometrist, the patient reported that the event is not disabling and does not interfere with daily activities. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
The optometrist reported that the event had resolved, as the glare and eye dryness are not bothering the patient as much. No further information is expected.